Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that there was an outer insulation breached depression. Blood/body fluid was present on the proximal conductor (not obstructed) and in/on the helix mechanism. It was also noted that the outer insulation was breached cut, and that there was an outer insulation cosmetic depression.

Event description:
It was reported that there was undesired muscle stimulation. It was further reported that the patient required a change to a closed loop rate responsive intracardiac impedance pacemaker to prevent syncope during neurocardiogenic syndrome. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.